Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of supra ventricular tachycardia (svt) that was classified as ventricular tachycardia (vt).  It was noted that during follow up following the event, the device discriminator feature template was re-collected, and it was noted to be poor in size and ¿no match¿ scores were shown during normal rhythm observation.  Reprogramming was done to increase the size of the template and appropriate match scores were provided.  The device remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.